Event description:
Reporter stated that immediately after the first implants, she was diagnosed with an autoimmune disease called mixed connective tissue rheumatoid arthritis. She later developed scleroderma and also pericardial effusion which makes her experience occasional breathing difficulties.